Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 10 october 2019 for MDR reportability. On (B)(6) 2015, the patient underwent total right knee arthroplasty due to end stage degenerative arthritis and pain. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with depuy knee system and depuy bone cement x 2. On (B)(6) 2016, the patient underwent a right knee revision due to instability and effusions. The surgeon reported the femoral, tibial, and patellar components were noted to be well aligned and well fixed, and there was no evidence of infection. He indicated he upsized the poly insert. There were no reported complications to the procedure. Doi: (B)(6) 2015, dor: (B)(6) 2016 (rt knee).